Event description:
Additional information stated that the patient experienced overdose, her feet hurt more than usual, she looked ¿sleepy,¿ she did not respond after shaking her arm or was spoken to, and was not ¿back to herself.¿ an x-ray was performed and confirmed the catheter migration/dislodgement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8703w, lot #: l48426, implanted: (B)(6) 1998, explanted: unk. (B)(4).

Event description:
The pocket fill in (B)(6) 2012 put the patient ¿more like into a coma¿. They were in the hospital when it occurred, so the patient was able to get attention rather quickly as opposed to the first incident (see manufacturer¿s report # 6000030-2008-04841). It was noted that a resident had done the pump refill. Corrected information: the following statement [an x-ray was performed and confirmed the catheter migration/dislodgement.] Was reported in error in MDR fu #1; the information is not related to the pocket fill event in this report.

Event description:
A pocket fill in (B)(6) of 2012 was reported. Drug delivered via the pump was hydromorphone. It was stated that patient was doing ok but was still recovering.

Event description:
Additional information received reported regarding the pocket fill included "doctor walks out and resident walks in". The patient's device was interrogated on (B)(4) 2013 and everything was "currently fine". The patient's daughter was very upset and wanted to know protocol for training of health care provider's (hcp) who were involved with filling the patient's pocket with drug. The patient was reportedly currently stable, "fine". Their current hcp was "great and terrific".

Manufacturer narrative:
(B)(4).